Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for atrioventricular nodal reentrant tachycardia (avnrt). No changes or interventions were performed. The patient was in stable condition.